Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5042760.

Event description:
It was reported that the patients lead had high impedance. It was also reported that the patient experienced a shocking sensation and inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.